Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited inappropriate auto mode switch episodes due to far r-wave oversensing during a normal device check in clinic. Programming changes were made. The asymptomatic patient was stable after the event.